Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) and pacing leads were explanted. The organism were identified as staphylococcus. No further patient complications have been reported as a result of this event.